Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive any loading doses of antiplatelet medications. A lotus introducer was placed, and then the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic was then treated with the subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. The same day as the index procedure, the subject was diagnosed with left bundle branch block. No diagnostics were performed. Transvenous cardiac pacing was performed to treat the event. At the time of reporting, event was considered to be not resolved.